Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 after experiencing dizziness. It was also noted that the patient was experiencing a lower heart rate. An x-ray performed on (B)(6) 2021 revealed that the patient's right ventricular lead had dislodged. Increasing capture thresholds on the right ventricular lead was also noted. The lead was successfully repositioned on (B)(6) 2021. The patient was stable throughout.